Event description:
It was reported during the implant attempt that the physician tried several time to reposition the lead and was dissatisfied with the implant measurements. The impedance was varying and the thresholds were high. The lead was removed and some tissue was noted on the helix. The patient has a history of heart attacks and may have a history of ischemic tissue. A new lead was placed successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.